Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va01pdf, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that patient thought she was given an MRI, full body, 2 weeks ago. It was also noted that she had an MRI a month ago and was worried something happened to neurostimulator (ins), she thought 'sometime messed up' and she had symptom return. It was indicated that health care provider gave her lasix medication for the symptoms. It was reported that patient loss therapeutic effect. It was indicated that the ins therapy was working now and doing good. It was mentioned that the MRI¿s were not related they are for other health problems and that sometimes she was not conscious when she was being brought it. A follow-up report will be sent if additional information becomes available.